Event description:
It was reported to manufacturer that the vns patient has been experiencing an increase in seizure intensity. The details of how the seizure pattern changed are unknown. It is unknown if any interventions have been planned and if any programming or medication changes contributed to the onset of the event. Moreover, it is unknown if the patient has a medical history of this event pre-vns and what the physician believes is the relationship of the event to vns. A battery life calculation was performed and it approximated that the device is at end of service. Good faith attempts to obtain additional information have been unsuccessful to date.